Manufacturer narrative:
The customer reported ¿a hole was discovered in the primary tubing slightly above the first circle valve piece which resulted in leakage¿. Received from the customer was one used primary set model 2426-0500 lot 20043181 with its original package. The set was visually inspected for kinks, incomplete bonding engagements, holes/tears in the tubing or damages to the components. A vertical tear on the tubing (p/n tc10012940) measuring approximately 0.0735 inches long was observed twenty three inches below the drip chamber. Clear liquid was observed in the set¿s drip chamber and entire length of tubing. No damage was observed on the set¿s original package. No other abnormalities were observed with the set. Although damage was observed, functional testing was performed by filling a lab IV bag with blue-dyed water and attaching the returned used disposable set allowing fluid to flow through the set via gravity. Blue-dyed water was observed to be dripping out of the location of the tear in the tubing. Equipment used (visual inspection and measurement performed on 21-aug-20) - calipers, eq02784, calibration due date: 19-dec-20 - optical ram-cnc, eq08204, calibration due date: 05-feb-21 - dino lite microscope, eq106199, ncr the device history record for primary set model 2426-0500 lot 20043181 was performed. The search showed a total of (B)(4) units in 1 lot were built on 04 april 2020. There were no related qn¿s (quality notifications) issued during the production build of this set for the failure mode reported for the given time frame. The leaking was determined to be due to a tear in the set¿s tubing below the drip chamber. The root cause of the tear in the tubing was not definitively determined.

Event description:
It was reported that as lvp 20d dehp 3ss cv tubing had a hole in it. The following information was provided by the initial reporter: material no.: 2426-0500, batch no: 20043181. It was reported a hole was discovered in the primary tubing slightly above the first circle valve piece which resulted in leakage.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that as lvp 20d dehp 3ss cv tubing had a hole in it. The following information was provided by the initial reporter: material no.: 2426-0500 batch no.: 20043181. It was reported a hole was discovered in the primary tubing slightly above the first circle valve piece which resulted in leakage.